Manufacturer narrative:
Addition to manufacturer's investigation conclusions: ftir (fourier transform infrared) microscopy confirmed excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. This defect was a confirmed manufacturing issue. A change order was opened to introduce mechanical fit check to be performed to catch this defect. In addition, production of defect cable is ceasing, and latest modular cable model will have less likelihood of this type of defect due to a change in design. The latest modular cable model will also allow for better visual inspection due to this design change. A change order has also been opened in order to introduce 100% visual inspection on this new mod cable model. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusions: analysis of the returned modular cable, lot number 6955865, confirmed excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. The reported event was able to be reproduced. The modular cable, lot number 6955865, was returned in like-new condition. The outer jacket and bend reliefs showed no evidence of damage or discoloration. Examination of the modular cable inline connector and controller connector revealed no evidence of bends or other damage to the pins. The area around the pins did not show any evidence of fluid ingress. The inline connector o-ring was properly seated within its groove and showed no signs of damage. The controller connector was examined under a microscope and a small piece of debris was noted within the bottom of the connector. An attempt was made to engage the modular cable with two test controllers; however, the controller connector would not lock into either test controllers. Despite the mod cable not locking into the test controllers, an electrical connection was able to be made with the cirris tester to evaluate the integrity of the mod cable¿s wires. The cable passed electrical testing without issue. The modular cable was then shipped to manufacturing for further analysis. Visual analysis of the returned cable indicated excessive cured potting material at the bottom of the controller connector which prevented full connection with the controller. The hm3 lvas IFU outlines the steps for attaching the modular cable to the system controller and cautions that if the controller safety lock cannot fully close to cover the red button, the connector is not fully connected. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that during pump preparation prior to pump implant, the modular cable could not be connected to the system controller. Several unsuccessful attempts were made. No problems were seen visually on either the modular cable or the system controller. The system controller was exchanged for the backup system controller but the issue did not resolve. The modular cable was exchanged for the backup modular cable, and the new cable could be connected to the primary system controller without issue. There were no further complications during pump preparation and implant surgery. No further information was provided.